Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner was not working and displayed a bio-ID maintenance error while still illuminated, requiring password and witness login. A field service engineer confirmed the errors on site, cleaned the bioid lens cover, reseated the cable on both ends, restarted the system, verified hardware test application passed, and performed functional testing with fingerprint scanning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fingerprint scanner failure indicating biometric identifier maintenance and required password and witness access for login. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.